Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and were according to specification. Functional testing was performed including pressure test and block test. The sample was primed and the device flowed normally. No leaks were noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. The leak was observed at the ¿white tubing segment junction¿. The event occurred during patient infusion with vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.